Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t device possibly contaminated. Reportedly it was not contaminated with mycobacterium chimaera. The type of contamination is still pending information to livanova and no laboratory report has been provided. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was found to have an high bacterial count and was not contaminated with mycobacterium. However, a laboratory report was not provided to livanova even if requested and the species could not be determined. It was learned that the unit was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the ventilation and refrigeration circuit fans generally sideways, away from the surgery field but how each machine is situated can change from case to case. The estimated distance between device and surgery field is of 2 meters. In addition, according to follow-up received from customer, livanova learned that hydrogen peroxide h2o2 level is not checked daily despite the device is stored full water when not used. This is not in accordance with the instruction for use and may have led/contributed to the reported contamination.

Event description:
See initial report